Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. Based on results of the investigation, the customer complaint could not be confirmed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-5 is not reading correctly. The heart rate was checked manually and machine was not accurate. No known impact or consequence to patient was reported.